Event description:
It was initially reported that the sitter select model 8361 had an issue with the battery springs, the battery door and the volume button is broken. They only provided a generic reason for the return of the unit and no consequences or impact to the pt reported. Inspection by posey shows that the units battery door was damaged which could cause an intermittent alarm.

Manufacturer narrative:
Results (other): inspection shows that the battery door and housing are severly damaged, unable to secure door therefore would not power on. Unit has residue on door indicating use of tape to secure battery door closed. Conclusions: device failure is related to user handling, product abuse is evident.